Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the top half of the screen of cardiosave intra-aortic balloon pump (iabp) was not working during daily checks performed by the customer. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9e1 (email), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the assy, display top lcd rohs (0160-00-0127) and the device returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.the following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department wayne, nj: (B)(4) 10 oct 2025. The failure analysis and testing department received the following part associated with this complaint:pn: 0160-00-0127 rev n/a, sn: n/a. Display top lcd. This part was received with a reported unit failure message of display showing nothing but a gray screen. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed display top lcd into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Verified the failure message of display showing nothing but gray screen as soon as cardiosave test fixture turned on. Please see attached picture. Display top lcd failed testing. Retaining display top lcd in the fat dept. Per procedure 0002-07-d008 rev au.